Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: aortic wall thrombus and stroke after transfemoral tavr.

Event description:
The article, "aortic wall thrombus and stroke after transfemoral tavr", was reviewed. The article presented a case study of a 79-year-old patient. It was reported that on an unknown date, a 27mm navitor valve was chosen for implant. During procedure, after a post-dilatation balloon valvuloplasty procedure was performed with a 25mm balloon, the patient became unresponsive, displayed right hemiplegia, and was diagnosed with acute ischemic stroke. Fluid-attenuated inversion recovery (flair) magnetic resonance imaging (MRI) showed multiple bilateral frontal, parietal, occipital, and cerebellar hypersignals suggestive of an embolic source. Preoperative and postoperative computed tomography (CT) noted an 11×8mm aortic wall thrombus (awt) that had become dislodged from the outer curvature of the aortic arch. [The primary and corresponding author was marc bonnet, cardiology department, hospital annecy-genevois, metz-tessy, france, with corresponding email: mbonnet1@ch-annecygenevois.fr].

Manufacturer narrative:
As reported through a literature review a 27mm navitor valve was chosen for implant for a 79-year-old patient. During procedure, after a post-dilatation balloon valvuloplasty procedure was performed with a 25mm balloon, the patient became unresponsive, displayed right hemiplegia, and was diagnosed with acute ischemic stroke. Fluid-attenuated inversion recovery (flair) magnetic resonance imaging (MRI) showed multiple bilateral frontal, parietal, occipital, and cerebellar hypersignals suggestive of an embolic source. It was concluded that the awt may directly cause the stroke by being dislodged and carried upstream toward the carotid arteries during the tavr procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported valve underexpansion, stroke, and cardiac arrest could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances, as post-implant valvuloplasty was provided. D4: the UDI number is not known as the part and lot number were not provided. Literature: aortic wall thrombus and stroke after transfemoral tavr.